Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient saw the end of service (eos) error code. Device is off/ disabled and no longer providing therapy. Patient should contact managing health care professional (hcp) to schedule replacement surgery. Patient stated he did contact the hcp and they cannot get him in until (B)(6) 2018 for replacement. The patient does have allegation/ dissatisfaction with ins longevity. Patient seemed upset that he had to have the ins replaced. Patient did not make any allegations about therapy or ins but he definitely was not happy about the eos indication and the fact that his hcp cannot replace it until (B)(6) 2018. No patient symptoms or complications were reported in this event.